Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to implant of the right ventricular (rv) lead, it was reported that the helix of the rv lead would not deploy after multiple turns. That lead was not used and another rv lead was attempted. That rv lead encountered the same issue. A third rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. There was an observation with the monolithic controlled release device that contains the steroid. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted that visual inspection found the lead fixation site had been damaged, and the helix could not be extended due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.